Manufacturer narrative:
The technician found the accessory cable is damaged at the connector. Per the hill-rom service manual, perform annual preventative maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. Engineering performed a nonconformance eval and determined no CAPA pr investigation is warranted. The technician replaced the versa care cable assembly and side com cable along with associated hardware to resolve the issue. Based on this info, no further action is required.

Event description:
The nurse reported they are unable to attach the nurse call cable to the bed. The bed is located in the service hallway at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).